Manufacturer narrative:
During standard treatment with an electrical dental handpiece on tooth #6, the pt's upper right lip was burned to the size of 12x8mm. The pt was prescribed bacitracin ointment and is healing well per doctor. The analysis of the product did not show that the bearings have been gritty. This shows that the re-processing and lubrication is not done like requested by the user instruction and hence they are subject of a stronger wear-process causing the head to heat up. The handpiece heated up during a test run. A visual and functional test prior to each treatment are requested by the user instruction and would hence be mandatory. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4).

Event description:
During a standard treatment with an electrical dental handpiece on tooth #6, the pt's upper right lip was burned to the size of 12x8mm. The pt was prescribed bacitracin ointment and is healing well per doctor.